Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations regarding the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, inflammation, granuloma and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, inflammation and pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations regarding the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with symptomatic umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia defect was identified. A large ventralex mesh was inserted into the abdominal cavity and secured by sutures.¿ (B)(6) 2017 - patient presents with pain and suture granuloma. (B)(6) 2017 - patient was diagnosed with inflammation, hernia recurrence, adhesions and pain thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿hernia sac was identified and a ventralex mesh was removed.¿ attorney alleges that the patient had adhesions, infection, mesh shrinkage, pain, hernia recurrence and emotional injuries.